Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer attempted various troubleshooting steps, including using different charging cables and wall adapters, without success. Technical support decided to replace the pump and informed the customer about the process, including instructions for using a backup therapy and steps to return the faulty pump. Replacement pump was sent, and the customer was made aware of available training and return procedures.